Event description:
Found during testing. According to the reporter, the device persistently displays a "service" indication and logs a fault code in the device error log relating to an a/d converter self-test. The report continues that the device is inoperable.

Manufacturer narrative:
The customer decided to not repair the device due to the cost to repair and the age of the device. The device will be scrapped.